Manufacturer narrative:
Findings: unit received with currents on spec. Unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Event description:
A customer returned their insulin pump for unknown reasons. The patient's blood glucose level was unknown at the time of the call.